Event description:
It was reported that the patient infusion set cannula was bent due to patient didn't regularly rotates site location event on (B)(6) 2026. Which resulted in high blood glucose level (530 mg/dl) and treated with correction injection via multiple daily injections.

Manufacturer narrative:
Initial 3 of 5. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.